Manufacturer narrative:
Additional serial numbers continued: (B)(4). Additional lot numbers continued: cw374, x514, r160.

Event description:
This report summarizes <noe> 10 </noe> malfunction events. A review of the events indicated that ten (10) patient samples tested on the neo iris, automated blood bank system produced inaccurate results. A review indicated that five (5) patient sample tests using the neo iris automated blood bank system produced an unexpected false negative result for the anti-e antibody; three (3) for the anti-c antibody; one (1) for the anti-fya antibody; four (4) for the anti-s antibody; one (1) for the anti-jka antibody; one (1) for the anti-cw antibody and one (1) for the anti-fyb antibody. Two (2) instrument malfunctions produced inaccurate abo using the abo forward typing assay based on historical results for the patients. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.